Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. Pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. During the procedure, the valve was recaptured due to valve dislodge at 80% deployment. On the second deployment attempt, an infold to the fourth node was noted. The system was withdrawn and a new valve was used for implant. Per the physician, it was possible that calcification had contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(6), ubd: 23-nov-2023, UDI#: (B)(4) this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.